Manufacturer narrative:
The device was returned for analysis. The reported difficulty to insert the device into the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, only one proglide device was used to close a puncture site greater than 8f. The electronic perclose proglide instructions for use (eifu): for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the eifu deviation does not appear to have contributed to the reported difficulties the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of the left common femoral vein was attempted using a proglide device with a 10f sheath after an interventional electrophysiology procedure. Reportedly, the proglide device could not be inserted into the patient anatomy. Hemostasis was achieved by applying manual compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy.